Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, it was indicated that patient had a complicated postoperative course with hypotension as well as an acute kidney injury. This improved after fluid resuscitation and 1 unit of prbc. It was also indicated that ther was mild rle edema, ecchymosis, pain with rom, swelling and tenderness. Doi: (B)(6) 2019 - dor: none reported (right hip). Doi: (B)(6) 2008 (stem). Please see pc-(B)(4) for the 1st revision surgery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.